Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 1.5 months after the dental implant was installed in intraoral region #3, it was verified its non- osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.